Event description:
Allegedly revised due to adverse soft tissue reaction to particle debris. Left side.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This event occurred in the (B)(6). This is the same event as 1043534-2013-01789, 01791.

Manufacturer narrative:
This report was submitted in error. The stem was not revised.